Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant on (B)(6) 2020, a first attempt to place the lead resulted in good sensing, but impedances was high after rechecking lead. The physician then unscrewed lead to place in a second position in ventricle and increase impedance was still observed. The physician then explanted lead and requested a replacement lead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.